Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient was found by police in a coma and she was not wearing her insulin pump. The patient was transported to and admitted to the hospital with a diagnosis of dka. Her admitting blood glucose level was 1358 mg/dl, and she was treated intravenously with insulin. The technical service representative contacted the patient multiple times to obtain further information and to troubleshoot the pump; however was unable to reach her by telephone. No further information about this event were provided. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while on insulin pump therapy, although the specific details of the event and pump status are unknown. As the patient was admitted to the hospital in dka and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/19/2014 with the following results: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. Pump histories shows pump was not in use beyond (B)(6) 2013. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.